Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the sensor was pulled out and she was unable to tell if the cannula was ever inserted or not. Customer reported having recurring problems with the sensor and transmitter for three weeks leading up to the call. Blood glucose level was 86.4 mg/dl at the time of the call. No further information was provided.